Event description:
The patient presented to the clinic for follow up with all measured parameters normal and stable. X-ray revealed externalized conductors on the main lead body. As the lead is still functioning normally, there are no plans to replace the lead at this time. The patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.